Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor; corrosion and/or wear and/or lubrication along with a stall due to shaft-bearing. (B)(4).

Event description:
Additional information was received and it was clarified that the patient did have therapeutic effect. During the motor stalls, they didn¿t think that the patient was any more tight. The patient was non-verbal. There was a lot of stuff happening with the patient¿s status as a cp (cerebral palsy) and brain injury patient, so it was tough for them to tell what was happening. The pump was beeping and that was what prompted them to go see the physician where they found out that the pump was stalling.

Event description:
It was reported that multiple motor stalls had been confirmed. The pump was alarming as of the date of this report every fifteen minutes at 11:15 and 11:30 however nothing was in the pump logs at those times. The patient¿s group home had heard the alarm ¿over and over¿ as well. It was reported the alarms had been heard at times that no motor stall was occurring. The pump logs from (B)(6) 2013 showed that a motor stall occurred at 9:57 followed by recovery at 20:26 and then another motor stall occurred the same day which did not recover until the next day. The patient did not have any symptoms and was noted to be non-verbal. It was reported ¿they don¿t notice much in a different in the patient tone/spasticity¿. The device system was used to deliver lioresal. It was later reported that the cause of the stalls were unknown and the reporter had not heard of how the patient was currently doing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported "pump kept stalling so replaced". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.